Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) and clonidine via an implantable pump for non-malignant pain. The patient reported that their handset was not turning on and when it finally turned on it was slowly working. Patient mentioned getting wait problem connecting message and added it stays at 90%. When asked for event date, patient mentioned for a while now and they only had the device around christmas. Agent assisted patient to clear data and managed to connect faster to myptm. Bolus per day: 3.